Event description:
As initially reported to customer relations via phone conversation with the district manager: a patient of undisclosed age and gender underwent at vena cava filter placement procedure in which the cook celect platinum navalign jugular vena cava filters, g34309, was used. The physician stated to the district manager description of event according to initial reporter: the physician stated that the filter tilted during deployment. As the tilt would be difficult to snare and remove. Therefore, the surgeon retrieved the filter and placed a new one. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence that the filter tilted during deployment. As the tilt would be difficult to snare and remove. Therefore, the surgeon retrieved the filter and placed a new one.